Manufacturer narrative:
Pc-(B)(4). Additional information was obtained: surgeon reported that ¿the knee dislocated completely, moved to the right. Patient had to undergo a major surgery to fix the problem. I am not using stratafix for that layer, I have gone back to using 2 vicryl sutures.¿ to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date of index surgical procedure please clarify the date of dehiscence (complaint form indicates event date (B)(6) 2017) -was the patient dehiscence on (B)(6), 2017 ? The diagnosis and indication for the index surgical procedure? What were current symptoms following the index surgical procedure? Onset date? What tissue type and location of suture placement? Where was the suture found broken during the reoperation? What tissue dehisced? What was the tissue condition, i.e. Normal or thin, calcified, fragile, diseased? What date did the patient present with dehiscence (# post-op days)? What was the date of the reoperation? What was the appearance of the suture during the second procedure? What is the lot #? If applicable, will product be returned, return date, tracking information? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient current status?

Event description:
It was reported that a patient underwent a total knee replacement procedure on an unknown date and barbed suture was used. Around (B)(6) 2017, it was reported that the patient went back to the doctor with the patella dehiscence. The patient did not fall or do anything that might have caused it. The patient moved out of the car and felt unusual movement in the knee. The patient had to be reoperated. When the doctor opened the patient, there were fragments of barbed suture and the patella was dislodged. Additional information has been requested